Event description:
Additional information was received, it was reported the patient had a change in activity due to their dog pulling on their leash. The patient visited their hcp on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: 3998, lot# va0lkpd, implanted: (B)(6) 2015 and product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 3998 (lot: va0lkpd); product type: 0200-lead; implant date (B)(6) 2015; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator device, specifically a pain stim implantable pulse generator (ipg), experienced issues after an incident in 2016 where a lead was displaced while the patient was walking their dog. The stimulator had not been functioning for five years, and the patient managed their pain with medication, including pain meds and anti-depressants. The patient experienced pain down the neck and into the left shoulder, as well as along the wiring from the leads to the implanted battery. The primary care doctor examined the site and noted no bruising, but the pain was localized along the wiring. The patient was advised to rest and was prescribed medrol packs for inflammation. The patient was redirected to their healthcare provider for further evaluation and was unable to secure an appointment until (B)(6).